Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that her blood glucose was 600 mg/dl. Customer thinks that she did something wrong yesterday when she did her infusion set change. Customer thought that it corrected itself and she didn't want to change her set because she didn't want to waste another set. Customer stated that she did a correction with a manual injection. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer's current blood glucose is 600 mg/dl. Customer stated that she has symptoms related to her high blood glucose including feeling really weak, customer's body hurts all over, especially her chest, and she cannot walk. Customer treated with a manual injection of 15 units. Customer removed the infusion set from her body and found that the cannula was bent. Customer also had blood at site. Customer declined to continue troubleshooting. Customer was advised to do a complete set change and push the air bubbles out.